Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for analysis. The complaint of a peel-away sheath tab breaking off was able to be confirmed by the photo. One of the tabs from the peel-away sheath appeared separated adjacent to the sheath extrusion. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer, and one finding was identified. A non-conformance initiated for lot 34c22h0277 in regard to "peel-away sheath tears incorrectly". Without the sample returned, it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the non-conformance identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. Do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The customer report of a peel-away sheath tab breaking off was confirmed by visual inspection of the customer supplied photo. The photo shows the peel-away sheath tab broken adjacent to the sheath extrusion. Past comments from manufacturing confirmed that the type of defect observed is a manufacturing issue. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "broke apart while in the patient and was very difficult to remove, as one of the wings on the white breakaway sides separated from the rest of it." Additional information: when the clinician attempted to peal away the sheath one of the white tabs broke off. They were able to pull it back a bit and carefully peal away the introducer from the catheter with the one handle. The procedure was completed successfully and there was no patient harm or consequence.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "broke apart while in the patient and was very difficult to remove, as one of the wings on the white breakaway sides separated from the rest of it." Additional information: when the clinician attempted to peal away the sheath one of the white tabs broke off. They were able to pull it back a bit and carefully peal away the introducer from the catheter with the one handle. The procedure was completed successfully and there was no patient harm or consequence.